Event description:
During routine system checking of the dual drive console (ddc), it was found that the bottom drive module shut off when ac power supply was disconnected. At the time of the failure, there was no pt connected to the ddc. Investigation of the device showed that the positive lead to the module 6vdc battery terminal from the fuse was disconnected, hence the module was inoperable in battery mode. Corrective action to prevent reoccurrence included, addition of a check step to the preventative maintenance and calibration procedures to inspect the security of connections to battery terminals. In addition, instructions to check the security of connectors were included with replacement batteries that are shiped directly to customers.